Event description:
Downloaded data from a (B)(6) female pt revealed several battery faults. Zoll customer support contacted the pt and issued her a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. Upon eval the battery pack would not recharge and was unable to power up a test monitor and showed an 0f80 battery fault. The battery end cap was damaged and the white wire was broken at the battery cell. The root cause for the damaged battery casing and broken wire could not be positively identified, but the damage was likely the result of the battery pack impacting a hard surface. No adverse event resulted from the broken battery wire. The pt was issued a replacement battery pack.